Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the suture was being performed a nurse found that the tip of the drill was broken. After the suture, an image showed that the tip remained in the patient's bone. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device confirms that the drill bit fractured and shows signs of use and wear in the groove and the shoulder/stop. Third party fracture analysis report states that the drill bit sample showed that it fractured due to the reverse bending overload and ductile overload mode of fracture, which was identified throughout the fracture. Most of the fracture surface showed signs of post fracture damage and organic material contamination. Eds semi-quantitative elemental analysis of the fracture surface showed that it was consistent with 420 series of stainless steel. Device history record was reviewed and no discrepancies were found. The lot was manufactured on december 28, 2005 and has therefore been in the field for approximately twelve years and four months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.